Event description:
It was reported that the patient received a vibratory alert for a low atrial lead impedance of 194 ohms. The impedance measurement could not be reproduced. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.